Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, via social media, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. Date of issue is an approximation. The patient stated they were at the dentist for teeth cleaning. While in the dentist chair, the patient knew something was wrong and had to have a candy bar from her purse. She stated she does not remember much after that and was told that a retired dentist who was in the office and was also diabetic, checked her blood sugar. He indicated her blood sugar level was under 20 mg/dl because they could not get a reading value. The patient stated the retired dentist administered the patient with a shot and saved her life. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.